Manufacturer narrative:
The first event occurred an unknown date in (B)(6) 2022 and the second event occurred "mid-to-late" (B)(6) 2022. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in a peritoneal dialysis infection. The breach in aseptic technique was further described as due to improper operations. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics for the event. The patient outcome was not reported. Approximately one month later the patient experienced the peritoneal dialysis infection again which was caused by improper operations. The patient was treated with another unspecified antibiotic for the event. It was not reported if the patient was hospitalized for this event. Pd therapy was ongoing. The patient outcome was not reported. It was not reported if the patient was retrained on the proper aseptic technique. The reporter decline declined to provide additional information.